Event description:
Bad lasik surgery outcome... Dr (B) (6) of (B) (6) the dr (B) (6) had his opticians examine my eyes. I was told that dr (B) (6) did not do any eye examinations, only surgeries. But I found that after I had had my surgery, a judge from the (B) (6) court of (B) (6) had his eyes done before me by dr (B) (6) and he did in fact examine the judge's eyes before his surgery. Apparently, dr (B) (6) did not think my vision was as important as the judge's. Also had me put down deposit of money -which was non-refundable if you showed to be a candidate after all tests were run-. When I was examined by dr's (B) (6) new optician -who I didn't realize at the time was new-, she called a more experienced optometrist into the room when she was examining my pupils because she didn't say out loud, but she thought something wasn't right... The optometrist said... Everything looks fine... I said what are you checking and she said oh nothing... It looks good??? Being the naive person I was back then. I let it ride... Then the optometrist examined my pupil size and said my pupils were a size 8.5. She used some kind of ruler to measure the pupils -not an electronic device- I said well that's awful close to the size 10 pupil cut off and she said if it were a 9 you would be really close, but since you're a 8.5 you would be okay. Again optometrist says everything looks good. I said are my pupils too large because I have huge pupils that cover almost my entire eye in the dark; no she assured me - my pupils were a size 8.5 and the cut off was 10. I later learned the cut off was 8 and they changed my file to 7.5 where they wrote down the pupil size, although on the computer tests some showed over a size 8. Surgery schedule along with my girlfriend. When we arrived, was shown consent from just before going into surgery -funny they didn't let us read that ahead of time - it was a big rush and they were pushing us to finish initialing it so they could bring us into surgery. Now I'm in waiting room, they give me valium and I say, where's (B) (6). And they say, doctor is talking to her. (B) (6) then comes in room and says that dr (B) (6) doesn't want to do surgery on her good eye because she has a lazy eye and if anything went wrong with her good eye she would be left with only the lazy one. We then hear doctor in hallway reprimanding optometrist for not telling him about (B) (6)'s lazy eye during her original eye exam in (B) (6)... Gee the same optometrist who examined me and said I was a candidate and told me the wrong pupil size for the cut-off. Cut-off was 8 not 10 on pupil size. Also during the original exam in (B) (6) when they dilate the eyes, (B) (6)'s eye dilatation was back to normal within a few hours, mine took entire day to return to normal. I called dr (B) (6) office and asked the optometrist if that still made me a candidate given the fact my pupils were taking so long to go back to normal size and she said yes. While on the table for surgery, I said, dr. "Are you sure I'm a candidate" because, I've always been told I have really large pupils... And even been told by a cornea specialist it's best to not have surgery on my eyes. The dr says, when did he tell you that, I said about 10 years ago and he said, that was a long time ago. I said sure, but he even said I should never have surgery... He then proceeded to look in my file at the computer eye tests and said... Everything looks good. I said don't you want to examine my eyes and he said... The tests say it all. During my surgery, I remember after he lasered my eyes and they were closed it was if someone turned off the lights - I could tell even with my eyes closed everything was blurry. After surgery was finished he said, how are you seeing, I said everything is really blurry and he said give it a few minutes. He then examined my eyes and he looked very, very nervous...he spent about 3 minutes examining them and I told him everything was still blurry. He said within a few hour it would clear up; it did, but my vision was still blurry and I needed more light to see everything. -prior to surgery, I was very sensitive to light and had to wear sunglasses-. They gave me sunglasses after the surgery and said it might be bright outside - I was actually able to take the glasses off and everything was darker than when I came in -no sensitivity - very odd-. Anyhow, went back the next day for checkup. There was a woman in the waiting room who couldn't open her eyes and said she couldn't see anything but blurriness. Apparently, she had the surgery a month prior and then went scuba diving and now was unable to see anything -no one told her she couldn't go scuba diving-. Also, I was complaining I couldn't see well and they rushed me into the examination room so no one would hear me complain. After the exam they told me I saw 20/25 and it would probably get better - I said you are kidding me. I can see the letters but they're ghosted, blurred, dark, etc. Dr (B) (6) assured me it would get better. After 3 months I said, hey I can't see well enough to even drive and you're giving me a certificate that says I'm eye glass free -are you nuts?-. (B) (6) said, we'll need to give you an enhancement. I said the right eye was worse. He then gives me enhancement on left eye because, he says the right eye is too close to 20/20 - I said again, you've got to be kidding? Anyhow, he does surgery on left eye in (B) (6) 2001 and something goes wrong and I can't open my eye for two weeks - utter pain, he then says I'm getting some kind of sands of sahara and has to scrape the eye and was prescribed some type of prescription eye drop. My left eye felt pain for at least five years. It still is more dry and will tire sooner. When it put drops in my eyes, they almost seem to stick in the left eye and dry up. I hounded (B) (6) so much about my eyes - he kept saying they would get better still in 2004-, he then had his lawyer write up a release that I would not report him to anyone and he returned (B) (6) to me -more than I paid to begin with-. I also realized later that a line was added to the release about not suing anyone on his staff too. I believe that (B) (6) realized I had a...I know this doesn't apply to the above, but I wanted to include more info...but please note, dr (B) (6) has written articles in the (B) (6) about how important it is that the lasik surgeon examine their pt's eyes prior to surgery. He even quotes this on a website for damaged lasik pts...please see www.visionsurgeryrehab.org. Dr (B) (6) is on this site as if he is the ultimate savior when in fact, he is the devil...